Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that during a case the readings became very erratic. The pvi reading was jumping in a very volatile fashion. The sphb and pvi cut in and out and the patient perfusion was fine. The sensor was shielded and there was no movement. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history was reviewed for the involved product and no other confirmed failures related to the reported event were indicated.